Event description:
It was reported that on (B)(6) 2023 at 1540 there was an 11 ml normal saline flush. Nearing completion of the flush, the pump module read "communication error". The customer attempted to see the volume remaining for the infusion, however the error message did not allow them to see the calculation. The customer went to the intake & output flow sheet, which calculated 11.52 ml given. The infusion was stopped and after disassociating the flush, it appears that patient received approximately 8 ml flush (vs the intended 11 ml). There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that on (B)(6) 2023 at 1540 there was an 11 ml normal saline flush. Nearing completion of the flush, the pump module read "communication error". The customer attempted to see the volume remaining for the infusion, however the error message did not allow them to see the calculation. The customer went to the intake & output flow sheet, which calculated 11.52 ml given. The infusion was stopped and after disassociating the flush, it appears that patient received approximately 8 ml flush (vs the intended 11 ml). There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.